Manufacturer narrative:
The marathon total length was measured to be ~157.0cm and the useable length was measured to be ~151cm which is not within specification (specification: 165.0cm ± 2.5cm). No damages or irregularities were found with the micro catheter hub and within the syringe. The marathon catheter body was found stretched from ~147.1cm to ~149.4cm from the proximal end. The distal end of marathon micro catheter was broken off and not returned for analysis. Dried onyx was found occluded within the distal micro catheter. It was reported that separated segment of the marathon remains within the patient. The tubing material at the separated end exhibited plastic deformation (jagged edges and necking). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation due to onyx entrapment¿ was confirmed as the marathon was found separated. The tubing material at the separated end exhibited plastic deformation (jagged edges and necking) which indicates that the marathon separated as the tensile strength of the tubing material was exceeded. It was likely the marathon distal tip was entrapped within the onyx cast causing the catheter to separate as it is likely excessive force was applied during removal. It is likely the marathon micro catheter was pul led beyond the 20cm limit noted in the IFU (instructions for use). Difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. Customer reported there was onyx backflow, but it was unknown if the backflow exceeded 1cm and onyx inje ction was interrupted for less than 2 minutes. No other contributing factors could be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Please reference MDR# for onyx 2029214-2020-00633. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic microcatheter distal shaft was stuck and separated from the catheter body as they physician was removing it after medtronic liquid embolic injection. Considering the risk of removing the separated part, it was pushed to the vicinity of the liquid embolic cast where it remains in the patient. The procedure was completed at this point. Post procedure, the patient woke up from anesthesia and there was no sequelae at the time of this report. The patient was undergoing embolization treatment of a dural arteriovenous fistula (davf) in the occipital artery (oa). The vascula ture was normal in tortuosity. Diameter of access vessel was unknown. It was reported the microcatheter was broken at the distal part of the shaft, but no other damage to microcatheter. The break was due to the tip sticking to the liquid embolic. The broken catheter distal tip was left and remains near the oa cast. There were no additional surgical or medical procedures performed. There was no vasospasm.